Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between pump & mobile app and over delivery anomaly. The customer reported hypoglycemia treated with discontinue use of insulin delivery system, glucose/carb intake and elevated ketones/diabetic ketoacidosis treated with discontinue use of insulin delivery system. The event involved product(s) mmt-6102, mmt-1884, mmt-7040a, unomedical, mmt-332a. Troubleshooting was partially performed for low blood glucose (bgs)/over delivery. Customer reported low bgs. Customer has used the insulin pump system within 48hrs of reported low bg event. It was unknown whether the customer has used the smartguard/auto mode of the insulin pump at the time of reported low blood glucose event. Troubleshooting was not performed for sg vs. Bg guardian sensor 3/guardian 4 sensor. Troubleshooting was not performed for loss of connection between pump and mobile device. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complications were reported. No product return is required for mmt-6102. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-332a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.